Event description:
Surgery to remove; on (B)(6) 2021 I went to the doctor because the implant that was inserted after a mastectomy was causing pain and swelling. It turns out it had flipped and encapsulated and will require a total capsulectomy. I have no idea yet if bia-alcl is also part of the problem. I did some research and found out that this implant was recalled by the FDA but I never received notice. It is allergan ll410300. After I received it, I found out that a study was needed on it and I participated but the study was discontinued after a couple of years. FDA safety report ID # (B)(4).